Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:45:37. During night drain cycle four, the patient's ultrafiltration reading was 981ml, indicating the home patient (hp) drained 981ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycled advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.